Event description:
It was reported the patient presented following implant procedure. It was observed the docking button on the leadless pacemaker (lp) went low. During an in clinic follow-up, the capture threshold was found to be gradually increasing and the docking button was in contact with the lower wall. The lp was explanted and replaced. The patient was in stable condition.